Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, when the surgeon attempted to apply the 8mm large hem-o-lok clip applier instrument clip to the artery for the second time using the large hem-o-lock clip applier instrument, the clip failed to function properly. Upon inspection, the surgeon observed that the wire thread was loose. It was confirmed that no fragments were retained within the patient. No fragment fell into the patient. The procedure was completed as planned with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lock clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. While the surgeon attempted to apply the clip to the artery for the second time using the clip applier, the clip failed to function properly. Upon inspection, the surgeon observed that the wire thread was loose. It was confirmed that no fragments were retained within the patient". The instrument was found to have a loose grip cable at the grip hub. After further inspection and removing the housing of instrument a dislodged grip cable was noticed: additional observation(s) not reported by site: failure analysis found the primary failure of dislodged grip cable at the proximal to be related to the customer reported complaint. The instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. The probable root cause is attributed to dislodged grip cable.